Event description:
The MFR representative reports the pt's pump was explanted after 48 months implant duration due to loss of drug effect resulting in increased spasticity. The pump residual volumes, catheter and rotor study were all reported as "ok". Metal flecks were reported around the connector. The pump was explanted and replaced in 2007. An intraoperative catheter study was done and was "ok". The drug used in the pump is lioresal 2000 mcg/cc. Add'l info including pt outcome have been requested from the hcp, but were not available on the date of this report.